Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity log did not show evidence of any critical failures. The electrode pads were not returned to zoll medical corporation as part of this investigation. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a female patient (age unknown) , the device prompted a "unit failed" message. Complainant indicated that the clinician obtained another device to continue treating the patient.